Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the suction unit of the device did not function as intended. According to the reporter, the device suctioned some blood and it stopped. No further details provided regarding the event. No patient harm was reported. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the suction not working properly could not determined due to no device return. However, per the device functional checklist for the diego elite console, the console undergoes a set of functional tests to assess the device status. Suction is verified through the icon illuminated in the main console during testing. As a result, it is unlikely the console was shipped out in a damaged state. The damages incurred may have been as a result of transportation or use. Olympus will continue to monitor complaints for this device.